Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.5cc juvéderm voluma® xc in cheeks and one syringe of juvéderm volbella® xc in lips. One day later, patient reported significant swelling that resolved without treatment. Three months later, patient developed swelling and firm nodules in lips; oral mucosa looked healthy. Patient was advised to take antihistamines. Two days later, nodules became tender and patient was treated with hylenex®. Two days later, there was additional swelling and warmth in the area; patient also had headache and anxiety. Patient was treated again with 1.2cc hylenex® and keflex® 500mg for 7 days. One day later, patient was switched to doxycycline® 100mg for 14 days and medrol® dose pack. Three days later, the swelling and nodules reduced but persisted in lips. Three days later, patient reported swelling and nodules and cheeks and continued symptoms in lips. Symptoms are ongoing. Patient has history of covid-19 infection three months prior to filler injection.this is the same event and the same patient reported under MDR ID # 3005113652-2021-03022 (allergan pr (B)(4)). This MDR is being submitted for juvéderm volbella® xc.